Manufacturer narrative:
The insulin pump was not received in manufacture mode. The pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The pump passed self test and displacement test. The power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on, the pump was monitored and functioned properly. The pump was received with corroded battery tube, minor scratches on case, cracked retainer, faded serial number label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that of low battery alert less than 1 week. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.